Event description:
The pt's family member called lifescan (lfs) in 8/05 and alleged that their pt's meter was reading inaccurately low. Medical affairs spoke to the pt's family member the next day and obtained/verified the following information. During the last week of july (exact date unknown), the pt tested their blood glucose at 8:30 a.m. And obtained a result of 61 mg/dl. The pt was feeling tired at the time of testing. Their family member them to the local clinic 10 minutes later and they tested the pt's blood glucose about 10 minutes after they arrived; the result was 300 mg/dl. A replacement meter has been sent to the pt. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. The pt was unable to describe if the technique for cleaning the puncture site was correct. The meter was not cleaned according to the owner's manual, which could cause inaccurate readings. The pt did not have control solution to test the meter. This complaint is being reported as an adverse event. Although there is no evidence of a meter malfunction (the comparison of the pt's meter to the hospital meter indicates possible inaccuracy but does not reasonably suggest a malfunction), inappropriate cleaning of the meter (use error) may have contributed to inaccurate glucose reading; the pt had symptoms of high blood glucose, very tired, at the time of testing and they delayed taking their insulin because of the low blood result. This case is reported as an adverse e.